Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the error. The system operates as intended.

Event description:
The customer reported that the system shut down. There was a possible network power supply failure.